Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a patient. It was reported that they were experiencing a loss of therapy which started on the day prior to the date of this report. The patient used the programmer to check therapy and it showed that their implantable neurostimulator (ins) was 50% charged with therapy turned on. It was confirmed that the programmer battery was 3/4 full. No falls or traumas were reported that could be related to the issue. It was further reported that the recharger wasn¿t taking a charge and the desktop charger connector pin would wiggle a little. The recharger screen showed the ¿recharge the recharger¿ icon. The patient stated that their ins was charged but they weren¿t getting relief from therapy. No out of box failures were reported. The caller was redirected to the repair department and a replacement desktop charger was requested. It was recommended that the patient speak with their healthcare provider (hcp) regarding the issue of not getting therapy relief. No further complications were reported or anticipated. Indication for use is non-malignant pain. Additional information was received from the patient. It was reported that their stimulator would only come on when they were positioned in a certain way. The patient stated that they were working on finding a physician to fix the device. It was noted that the issue hadn¿t been resolved. The patient stated that the stimulator ¿seemed to have a mind of its own¿ as it would only work sometimes. It was further reported that the replacement of their desktop charger ¿kind of¿ resolved the issue of the recharger not taking a charge. The patient stated that it was malfunctioning in their back. It was noted that the patient wanted to find a physician experienced with the device as it was the only thing that was helping them. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.